Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between an unspecified capd disconnect y set and a peritoneal dialysis (pd) transfer set. This occurred during use of the device for peritoneal dialysis therapy. It was further described as the device "kept turning" and did not maintain the tightness when twisted into the transfer set. There was no leak or damage noted on the line and the connection was properly tightened. The transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.